Event description:
Device 1 of 2. Reference MFR report: (B)(4). It was reported the pt had stimulation, but he has experiencing mild heating at the ipg site while charging his scs system. The pt shortened his recharging sessions and it appears to have resolved the issue. On (B)(4) 2012, st. Jude medical, neuromodulation, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.